Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading the stapler prior to removing the tissue during an open video assisted thoracoscopic surgery, they loaded the stapler but reload would not fire properly. Another reload was attached and it fired. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device visual inspection of the returned product noted that the pushers were all fired, but the sled was not fully advanced. The jaws were open. The distal suture on the anvil and staple cartridge side was still anchored on reinforcement material. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was cycled without hesitation or binding and the distal suture was released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.